Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported that her son could not obtain a blood glucose reading on his adc blood glucose meter, due to a display issue. She further reported that a flashing test strip icon was displayed after the test strip was inserted. The customer was subsequently hospitalized for two days and administered intravenous insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer's mother reported that her son could not obtain a blood glucose reading on his adc blood glucose meter, due to a display issue. She further reported that a flashing test strip icon was displayed after the test strip was inserted. The customer was subsequently hospitalized for two days and administered intravenous insulin for treatment. There was no report of death or permanent impairment associated with this event.